Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. No pump error 23 noted during testing. No cosmetic damage noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and pump error alarm. Customer stated they press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm and insulin pump buttons were responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.